Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested approximately >4.0 inr on the coaguchek xs system while a comparison lab returned as 3.1 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.